Manufacturer narrative:
Insulin pump received with flashing white light on the display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to flashing display. Unit received with cracked keypad overlay at select button and cracked case on the back at the battery tube area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the self test was not okay. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.